Event description:
The customer reported hearing a "beeping" sound and looked over to see the prismaflex had gone blank. The machine was still running with all the pumps on but there was not accesss to any keys. The machine was turned off, and on again, but the machine remained blank. Staff was unable to return blood to patient due to failure to unclamp return line. The blood loss resulted in a drop of hemoglobin from 71 to 62, prompting the md to order two units prbc's (the patient has a history numerous transfusion on admission, due to diagnosis.